Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Patient's tritanium tibial baseplate was revised for subsidence and loosening. Tibial was replaced with a cemented universal baseplate with 5mm medial augment and short cemented stem.